Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while reprocessing the cysto-nephro videoscope, three units were immediately put into oer-4 and used without pre-cleaning. There were no reports of health damage from this event. The customer reported the same issue occurred with two units of cyf-va2; therefore, this report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the device used without pre-cleaning was due to the handling methods of the users. Olympus will continue to monitor field performance for this device.